Manufacturer narrative:
(B)(4). Batch # v95g3w. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the er320 device was returned with a clip between jaws and the lower shroud. In addition, the tyvek was returned along with the instrument. The clip was manually removed and in an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the retained clip was not properly fed into the jaws, causing the clip to be ejected. Upon further analysis, it was noted that the lower shroud was damaged causing the feeding issue. In addition, ten clips were observed inside the clip track, however, no conclusion could be reached regarding what caused the damage observed. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: fully squeeze the trigger and then release to load the first clip into the instrument jaws. Failure to completely squeeze the trigger can result in clip mis-loading. Position the jaws with the clip completely around the vessel to be ligated. Fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a gastric sleeve procedure, clips were only fired occasionally from the instrument. An estimated one in five firing sequences was successful. A new device was opened and used to complete the procedure.